Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found fi02 percentage out of specs. Calibrated blender to specs. Ventilator testing completed. Ran vent for 2 hours after repair to observe fi02 readings. Unit meets specs.

Event description:
The customer reported that the ventilator is alarming o2 range error while in patient use. Vent changed out, no harm to the patient.